Event description:
The customer reported, "left ac PICC line tubing noted to partially disconnect from injection cap. Esbl (estimated blood loss) 3-5 cc. New injection cap applied, line flushed with nss. Transplant pa aware." There was no report of patient harm or medical intervention. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer report of PICC line partially disconnected from injection cap could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.